Manufacturer narrative:
A field service engineer was dispatched on 07/21/2016. The fse soke with the customer over the phone to address the reported issue. The fse instructed the customer to disconnect prt 6 from injection valve, pressure high, disconnected port 5, this resulted in the pressure now 13. The fse then requested the custmer reconnect port 5, pres 0, reconnect port 6 pressure reamins at 13. The fse requested the customer to disconnect the top of the filter housing press 0, reconnect the top of filter housing, pressure 13, disconnected right side of column, pressure 0, reconnected right side and disconnected left side, pressure 13, eclusion in column. The fse requested the customer replace the column, and reconnect all tubing, the pressure is now steady. There was no further action required by field service.the g8 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event was fault or failure of column. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported high pressure-pressure limit over with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.